Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization. The nurse stated that the customer was in the emergency room with a blood sugar in the 500 range. The nurse stated that when the customer removed the set, she had a lot of blood. The nurse also stated that the insulin pump alarmed an unexpected restart. The nurse was assisted with clearing out the alarm.